Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to lack of sample. Based on the information gathered during baxter?s investigation, the root cause of the report could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during use. The patient had been connected at the time of the alarm. The patient had already removed the supplies and was unsure of where they were at in therapy when the alarm occurred. The patient assumed they were in dwell because they drained out manually after shutting down the hc. The patient stated they did not notice any moisture in or around the bags and believed the unused supply line was clamped because they always clamp it. The baxter technical service representative (tsr) explained the se and advised the patient to call their nurse for any clinical advice. The tsr informed the patient that if it ever happened again to call baxter before trying to clear the alarm and the tsr reviewed the proper procedure per the user manual with the patient. The hc was reset and ready for the next therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(4) 2011, regarding the se 2240. The patient stated they did not notice any visual damage or abnormalities with the supplies in use and did not know how air might have got into the lines. The patient did not speak with their nurse about the alarm. Baxter product surveillance recommended the patient contact their nurse about air in line alarms. The patient stated they were continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.